Manufacturer narrative:
Philips service reinstalled suite pc software and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced an infinite reboot after exiting psc mode on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.